Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. In the alarm history there were multiple motor error and other error alarms noted. The insulin pump has been out of warranty. The customer's blood glucose was unknown. Nothing further was reported.